Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2026. On 12/25/2025, the parent reported that the pediatric patient experienced a seizure while asleep. At the time of the event, the dexcom app displayed an egv of 82 mg/dl. A blood glucose fingerstick (bgfs) was performed and showed a value of 60 mg/dl. The caregiver administered two doses of glucagon (gvoke), after which the seizure resolved. Emergency medical services (ems) arrived, obtained vital signs, and attempted to administer IV dextrose. However, due to patient dehydration, IV access could not be established, and no IV treatment was given. Ems obtained a fingerstick bg in the 40 mg/dl range, and the dexcom app later displayed low. The patient regained responsiveness within 15-20 minutes and remained at home following the event. She was evaluated by her endocrinologist later that week, who attributed the episode to a low¿blood sugar seizure. A neurology follow-up appointment was scheduled for (B)(6) 2026 for further evaluation. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid on 12/25/2025. The data investigation found a difference in values that falls within the c zone of the parkes error grid on 12/26/2025. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR,"the wearable was inserted into the arm on (B)(6) 2026". H2 correction.

Event description:
The wearable was inserted into the arm on (B)(6) 2025.